Event description:
Implant loss due to extraction, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, blood coagulation disorder, diabetes mellitus, infection, inflammation.